Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the bronchus during a bronchoscopy procedure performed on an unknown date. During the procedure, the balloon leaked water and could not hold pressure. A video clip was provided showing the balloon leaked through a pinhole. The procedure was completed with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the bronchus.